Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy ii drug eluting stent was advanced to treat the lesion. However, inside the patient's body, the physician realized that the stent was not on the balloon. The physician took the stent delivery system (sds) out of the body and realized that the stent was still on the stent protector. The float nurse accidentally removed the stent with the stent protector. No patient complications were reported and the patient had never had any issues.